Event description:
Guardian system implantable device reached premature eos. Device reached eos ~3.8 years after activation when 6 years is expected. The device was explanted and replaced. There were no adverse events due to this event.